Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the product was opened and used for a patient. After approximately one week of use, the catheter tip became rigid (red tip) near the central venous end, and the catheter wall did not rebound as expected. This caused an inability to administer medications through the catheter. The catheter could only be used again after a waiting period, once the rebound occurred". The user changed to a new catheter. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "the product was opened and used for a patient. After approximately one week of use, the catheter tip became rigid (red tip) near the central venous end, and the catheter wall did not rebound as expected. This caused an inability to administer medications through the catheter. The catheter could only be used again after a waiting period, once the rebound occurred". The user changed to a new catheter. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.